Event description:
The catheter started about 3 days after placement. The leak was distal to the bend in pts arm. The site is prepare w/alcohol swabs, then providone iodine swabs. The catheter is secured with steristrips.